Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was connected with the thunderbeat scissors and transducer owned in omsc. There was no irregularity found in output. The event log of the day of the procedure was checked. Based on the log, output in the seal and cut mode, the seal mode, the seal & cut short circuit error, and the open circuit error were simulated but there was no irregularity found in output. The manufacturing record was reviewed and found no irregularities. The reported event could not be confirmed so the exact cause could not be conclusively determined. Based on the past similar cases, it was known that there was malfunction with the thunderbeat or the transducer used with the subject device. The instruction manual states that when there is failure in output, perform the indicated remedial actions. Immediately stop the procedure and withdraw any instrument from inside the body cavity.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the subject device failed to activate output. The intended procedure was completed with another device. There was no patient injury reported.